Manufacturer narrative:
The ise system is routinely calibrated every 24 hours. Qc samples are run every 8 hours. Prior to the event, qc results were within the lab's established ranges. Customer is using the twice-weekly flow cell maintenance procedure. Pre-analytical sample handling was discussed with the customer. A field service engineer (fse) was dispatched: the fse replaced the ratio pump and verified repairs. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high sodium (na) result generated by the unicel dxc 600 pro synchron clinical systems. The result was reported out of the lab and it was questioned by the physician. Customer re-tested the original sample on a different instrument and lower na result was obtained. An amended report was issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.